Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the lack of stimulation issue was that it was ¿not on and working¿. The cause was determined with their healthcare professional (hcp) and the patient went through how to determine their implant was on and its proper use. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had the botox bladder procedure on (B)(6) 2019 for the sixth time. They added that they continue to get the procedure done because botox does not last forever. They noted that they did this procedure in adjunction to the ins which works well (botox procedure is not related to device/therapy). In (B)(6) 2019, they were leaking too much (lost therapy) and was not feeling stimulation. On july 17th, the patient followed up with their healthcare provider (hcp) where they discussed airport security gates because the patient travels a lot. The consumer said they don't always turn the implant off when going through security. On august 4th, the patient was not feeling stimulation. The day prior to initial report, the patient was pressing buttons on programmer and was not sure how to check to see if implant was on. During the call, the patient had access to their patient programmer (pp) which showed stimulation was off so it was turned on; they reported feeling stimulation. As a result of what was reported, the patient will see if their symptoms decrease now that stimulation is on. No further patient complications have been reported as a result of this event.